Manufacturer narrative:
(B)(4). Date sent: 12/20/2023. D4 batch #: x96f96. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the tissue pad melted not all present, and the missing portion was not returned. And with the black coating of the blade, damaged. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to verify the condition of the internal components and no anomalies were found. Occasionally, damaged to the blade coating occurs when the blade is exposed to metal contact and/or high heat/prolonged activation's without tissue present in the distal section of the jaws and the jaws closed. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Probable causes of the blade damage are applying pressure between the instrument blade and tissue pad without having tissue between them, subsequent activations would completely wear and melt the tissue pad until the blade tip makes contact with the clamp arm. Avoid activating the blade without tissue between the blade and tissue pad to prevent this type of damage. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number x96f96, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic gastrectomy due to the malfunction of the device. The patient presented short gastric vessel injury during dissection, bleeding of 500 ml and required conversion of surgery from laparoscopic to open technique. The patient required admission to the ICU postoperative due to intra-surgical bleeding.

Manufacturer narrative:
(B)(4). Date sent: 12/1/2023. D4 batch #: unknown. Additional information was requested and the following was obtained: how was the device being used when the tip burn occurred? The device was in activation with the gray button of power of vessels up to 5 mm. What function was the surgeon trying to perform when the burn occurred? The surgeon was trying to seal a gastric vessel. How close was the tip of the blade of the short gastric vessel when the bleeding occurred? There is no exact information. What structure/vessel was bleeding? Gastric vessel. Were errors or alert screens observed during the event? None. What were the generator settings for the procedure? The powers that the generator automatically throws none were modified. What is the current state of the patient? There is no information. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.